Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were received for investigation in which the customer has indicated that they found the IV medication to be cloudy in colour, with crystalized particles in line when flushing an alaris gp set at the end of an infusion. Further details relating to the clinical set up, and sequence of events prior to the issue occurring, as well as the model and lot numbers of the affected product, were not received to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the gp product family in the past 12 months. As no lot number was provided to aid the investigation into this report, it has not been possible to perform a review of the production records in order to identify any possible in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.

Event description:
It was reported that the unspecified bd gp set experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter: IV medication administered into fresh burette, post infusion pre flush, cloudy in color within chamber, crystalized particles in line. No harm to patient, drug fully administered to patient, IV giving set removed immediately, cvl hand flushed.